Event description:
During an aortic valve implant procedure, a felt pledget was being repositioned. The valve leaflets were in the open position with the use of a plastic probe. A hemostat was placed through the valve opening to reposition the pledget. One leaflet of the valve cracked and approx 2/3 of the leaflet broke off horizontally. While attempting to manually remove the second leaflet, it was shattered into multiple fragments of varying size. All visible pieces were removed and the area irrigated. No other pieces were identified. The original valve was removed and replaced with a new unit.